Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the heavily tortuous right coronary (rca) artery. The patient presented with angina. A non-specified balloon was used to the pre-dilate the lesion. The 2.75 x 15 mm xience v stent was deployed at 12 atmospheres at which time a proximal dissection occurred. Another unplanned 3.0 x 15 mm xience v was used to cover the dissection. There was no adverse patient sequela or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency.